Event description:
Philips received a complaint by the customer on the v60 indicating that a pressure sensor autozero failure occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that a pressure sensor autozero failure occurred. The customer confirmed the error code in the event log. The remote service engineer (rse) and customer performed a troubleshoot together. The customer informed the rse that they would check the data acquisition (da) printed circuit board assembly (pcba) placement due to the flow sensor assembly recently being replaced. The customer stated they would callback if further assistance was needed. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 20aug2025, 27aug2025, and 03sep2025 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.